Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 275cc mentor memorygel breast implant being used for a primary breast reconstruction ruptured intraoperatively. No patient consequences or procedural delays were reported. The procedure was completed by using a new 275cc mentor memorygel breast implant (catalog #: 3502751bc, serial #: (B)(4)). At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
On 18-jan-2021, the suspected medical device was returned for evaluation. On 22-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).